Event description:
The patient reported that two of his v-go's fell off. Patient stated he put them back on with tape. Patient was advised that once the v-go needle has been exposed it could cause infection if re-inserted. Patient wore them on his abdomen and said he had been sweating.